Event description:
It was reported when device interrogation was attempted, there was a programmer message of "now programming emergency settings". The device was programmed back to the desired settings, and at subsequent interrogation attempt, the 'emergency' settings returned. It was determined the device battery was depleted. The device will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected manufacturing site ID. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported when device interrogation was attempted, there was a programmer message of "now programming emergency settings". The device was programmed back to the desired settings, and at subsequent interrogation attempt, the 'emergency' settings returned. It was determined the device battery was depleted. The device will be replaced. No patient complications were reported as a result of this event.